Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely a defective serial digital interface 1 input connector caused the reported image issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the lcd monitor had no image due to a defective sdi (serial digital interface) 1 input. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.